Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant, the stylet was stuck in the lumen. The lead was attempted but not used. Records do not indicate use of another lead. No patient complications were reported as a result of this event.